Manufacturer narrative:
Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325-1219. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported that the patient experienced bent cannula event on 12 may 2026. It was reported that the patient experienced high blood glucose of 360 mg/dl and it was addressed by manual injection.